Event description:
The customer stated the rubella calibration failed three times on the axsym analyzer with the cal a too high. Replacement calibrator was sent to the customer. A follow-up with the customer revealed that had received a successful calibration with an old calibration lot. At the time of the call, the calibrators had expired and the customer was advised to discontinue their use. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted with the investigation is complete.